Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display was discolored and the text on the screen was orange in color. The reporter further stated the discoloration had been occurring approximately one day. This complaint is being reported because the reported display issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on to the verification screen with a dim, discolored display. The display was replaced with a test display and the contrast returned to normal.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.